Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a detached suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is detached and missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an unknown procedure, the upper jaw of the firstpass mini straight broke outside the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.